Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results with ID now covid-19 assay tests performed on unknown date. No additional patient information, including treatment and outcome, was provided.